Event description:
It was reported that during follow-up, low r-wave sensing amplitude, decreased pacing lead impedance and high capture threshold were noted. Lead was found to have pulled back via fluoroscopy. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).